Event description:
It was reported that several ventricular high rate episodes (vhr) were observed on the remote data transmission. The patient was seen at the physician's office and there were several episodes of noise being tracked as vhr episodes. The patient did experience some dizziness. The lead remains in the patient and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 implantable pacing lead, (B)(6) 2007; addr01 implantable pulse generator (ipg), (B)(6) 2007. (B)(4).